Event description:
The practitioner was unable to instill uvadex into the treatment bag port luerlock with great resistance and no medication could enter treatment bag. The additonal port on the bag was used to instill uvadex. Therakos was called. The bag was sent to therakos quality control department.